Event description:
The manufacturer received information alleging the ventilator was shutting down. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Manufacturer narrative:
It was initially reported, the device's system board needs replaced to address the issue. The device's display board was replaced to address the issue.